Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient. It was reported that the patient experienced new onset leukocytosis after their device was implanted, and then it resolved after the explant. The hcp stated that the patient¿s pain had only been responsive to their spinal cord stimulation (scs) therapy, so the patient wanted to consider getting the device again for pain relief. However, the patient was concerned about the persistent leukocytosis (elevated white blood cell count) and if it would occur again after re-implantation. It was noted that the patient had excellent relief while the device was in place. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
Removed method, results, and conclusion codes as they no longer apply since the hcp believed the event was not related to the implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that it was unknown when the patient started experiencing leukocytosis. The cause was unknown, but the issue was resolved after the device was explanted. The hcp didn¿t believe there was a correlation between the implant and the leukocytosis. The device was explanted approximately a month prior to the report.